Event description:
It was reported that the cannula did not deploy, but the pink slide moved forward. Pod was worn less than an hour.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Manufacturer narrative:
Pod was received not deployed. Data graph shows drive stall until pulse 7, thereafter correct behavior of the pod. The stalls resulted in the device ending first prime earlier than expected. This eventually resulted prevented the needle mechanism from deploying as intended. Pod was turned off after 42 pulses: this is the moment when the pod would have been at the end of second prime. Due to drive stall in the first seven primes, the firing platform was not in the correct position at that time, so the needle did not deploy. Investigation of the drive mechanism did not show any damage, debris or errors that would explain this obstruction. Therefor it could not be determined why the needle did not deploy.